Event description:
The customer reported that the ventilator remote alarm connector was damaged and would intermittently activate the facility remote alarm when the audible alarm activated on the ventilator. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician verified the customer reported problem. The service technician replaced the main board (pcb) to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.